Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Analysis was unable to perform displacement, prime/ compromised force sensor, basic occlusion, occlusion and no delivery tests due to cracked and bleeding lcd glass. The insulin pump had cracked battery tube threads, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had damage and experiencing high blood. The blood glucose at the time of the incident was 378 mg/dl. The customer mother states the pump has a crack on the inside of the screen and only have a partial display. The pump was struck when something fell on it. She states the customer has been running high. The customer did not experiencing symptoms. The customer did contact their healthcare professional and does have a backup plan; manual injections. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.